Event description:
Customer reported that the insulin pump's display had a blank spot. Customer stated that he was unable to view the exact figure being delivered during bolus. Customer reported that the insulin pump had been bumped. Blood glucose level was 108 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Unit received with physical damage, cracked and bleeding lcd glass. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. Unable to perform the displacement test due to cracked and bleeding lcd glass. (B)(4).